Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. The blank display screen did not cause or contribute to the serious injury at the issue happened after the reported low blood glucose results. There was no context about the use of the pump prior to the low blood glucose results. No conclusions can be made at this time.

Event description:
The pt's mother reported that the pt's blood glucose has been much lower than usual, between 28 and 40 mg/dl over the 2 or 3 days prior to calling animas. She also mentioned that on the morning before she called animas when trying to program a bolus does the pump display screen was blank. The pt's blood glucose level the morning before calling animas was reportedly 58 mg/dl. The pt's mother denied that the pt needed emergency care.